Event description:
Reported via literature article it was reported that device embolization occurred. A 77-year-old female patient presented to the outpatient cardiology office for a routine 45-day post implant transesophageal echocardiogram (tee) following an uncomplicated 24mm watchman flx closure device implantation at an outside hospital. The tee showed that the closure device had migrated to the left ventricular outflow tract (lvot). No effusion was present. The closure device appeared to be freely mobile but had not embolized through the aortic valve. The patient denied any symptoms. There was no evidence of clinical heart failure or embolic phenomena. The procedure was performed in a hybrid operating room under general anesthesia, guided by tee. Before access, baseline tee continued to show the closure device lodged in the lvot, mobile during systole, with restricted opening of the aortic valve and doppler showing flow through the aortic valve. Under ultrasound guidance, a non-boston scientific (bsc) sheath was placed in the right femoral vein, while other non-bsc sheaths were placed in the right and left radial arteries and right femoral artery. A non-bsc steerable introducer sheath was advanced into the right atrium and advanced over a wire through the previous iatrogenic atrial septal defect into the left atrium (la). The steerable sheath was left in the la for the remainder of the case as a precaution in the event the closure device needed to be retrieved in an anterograde fashion through the mitral valve apparatus into the left ventricle (lv). Access was upsized to a non-bsc sheath, which was then exchanged over an amplatz-extrastiff wire for a 20f non-bsc 40 cm sheath. An 8f non-bsc shuttle sheath was advanced to the ascending aorta, and a 5f diagnostic amplatz left (al-1) catheter was then advanced inside of the shuttle sheath to the aortic root. Using a straight glidewire through the al-1 catheter, the aortic valve was crossed, and the shuttle sheath was then advanced into the lv. The glidewire was passed through the device mesh in order to center the sheath over the device to facilitate grasping of the device without movement. A rat tooth/alligator grasping forceps within the shuttle sheath was used to grip the watchman, and the closure device was retrieved to the descending aorta. At this time, another rat tooth/alligator grasping forceps, was inserted through the non-bsc sheath, it was used to secure the closure device at two separate points for stability before retrieval into the sheath. The closure device was then pulled into the sheath and out of the body. The patient was transferred to the recovery area for observation.

Manufacturer narrative:
B3: estimated as 4/30/2025 as the published date for the article is noted as april 30, 2025 d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: goodyear, e., kunamalla, a., ferro, e., modi, r., d'avila, a., locke, a., liu, d., laham, r. (2025). Successful percutaneous extraction of a watchman flx device from the left ventricular outflow tract. Jacc, volume 30, no. 8. Doi:10.1016/j.jaccas.2024.103186.